Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller feels the expert is not giving correct bolus advice anymore. According to the nurse, the recommended insulin units are too low. They've not changed any settings or reset the meter. No adverse event reported. A request was made for the return of the device.